Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Tbm reporting an issue where the insert of a bed rail seem to come out of the hardware attached to the bed frame.